Event description:
It was reported that the device was showing an error message. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No product information has been provided to date.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device in good condition with no appearance of any physical damage; tamper seals were missing. There was evidence of the error or reported problem in the event history log. The reported problem was not duplicated. The investigation was unable to duplicate the primary audible alarm post error at power up and to determine the intermittent of the error. The speaker was replaced as a preventive action. The root cause of the reported issue was unknown. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).